Manufacturer narrative:
Root cause analysis: value of 3.0 not evaluated, because of time elapsed between tests (performed approx. Two weeks prior to comparison data). For set 1, the comparative system inr was obtained with doctor's meter, (not an inratio). Lab reference instrument should be used for comparative system inr. Comparative system inr for sets 2-6 are from a lab draw. Values for set 6 were obtained from a person not on coumadin. For set 1, the time elapsed between tests was approx. 4 hours there is a high possibility that discrepancies are due to changes in status of pt. Time elapsed between tests was not given for sets 2-6. The mean of the inratio meter and comparative system inr was calculated. Inr values are within the confidence limits for inr testing. Results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. No corrective action is required, as no product deficiency was established. Meter was returned june 29, 2009.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set 1, inratio: 1.2, lab: 2.1. On (B) (6) 2009, customer followed up with the additional results.